Event description:
Consumer complaint of low control results, customers meter is not affected by the voluntary recall. Customer (B)(6) called on his behalf concerned his meter is registering low blood results. She tested with blood this morning and it registered 45mg/dl. The meter coded correctly, strips within exp. Date. Test strips first opened with in the last two months. Customer stores their supplies in the original vial closed at all time in room temperature of 68 -79 degrees in their kitchen. I advised customer it is not recommended storing supplies in areas with a high level of humidity. Customer is using capillary blood sample. Lot#: 3l0a55 exp.: 10/30/2015, first opened (B)(6) 2015 of 84-114mg/dl. I advised customer to contact their health care professional if the customer is not feeling well or disoriented.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate ref or user reused test strip or user's test strip had poor fill.